Event description:
A hospital in foreign country reported a leak in a rt340 adult breathing circuit during initial set up when used in combination with a maquet servo-I ventilator. No pt consequence was reported.

Manufacturer narrative:
The rt340 breathing circuit is not available in USA. The equivalent device for the USA is rt240 that consists of the mr29 humidification chamber, the inspiratory limit of the rt110 breathing circuit, and the adult version of an evaqua expiratory limb. The rt340 breathing circuit was pressure tested to 200cm h2o and the pressure must not drop by more than 10cm h2o over a 5 second period. Results - the circuit had an 11cm h2o pressure drop under the test conditions. Conclusions - the device was out of specification. All circuits are pressure tested prior to packaging and those found to be out of specification are rejected. When returned, this circuit was just outside the allowable pressure drop. The difference in pressure drop occurred during transit. We are aware of other similar complaints. The occurrence rate is approximately 0.022% worldwide for the last year. We will continue to monitor all complaints for similar faults. No further investigation will be conducted on this complaint.